Manufacturer narrative:
The following information has been updated: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9142635. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-22. Medical device lot #: 9134950. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-14.

Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced liquid/moisture/droplets in syringe which was noticed prior to use. The following information was provided by the initial reporter: material no: 301029 batch no: unknown customer reports the bd syringe looks like there is condensation in the syringe. Reports this has happened once before.

Manufacturer narrative:
H.6. Investigation summary: one photo and eight loose 10ml syringes were received and evaluated. It appeared the "condensation" was silicone and was the normal and expected amount of silicone per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced liquid/moisture/droplets in syringe which was noticed prior to use. The following information was provided by the initial reporter: material no: 301029; batch no: unknown. Customer reports the bd syringe looks like there is condensation in the syringe. Reports this has happened once before.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml ll bns experienced liquid/moisture/droplets in syringe which was noticed prior to use. The following information was provided by the initial reporter: material no: 301029 batch no: unknown. Customer reports the bd syringe looks like there is condensation in the syringe. Reports this has happened once before.